Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10 bag 500 wal had difficult plunger rod movement during use. The following was reported by the initial reporter: "it was reported that the rubber stopper is difficult to move. Verbatim: consumer reported that the rubber stopper is difficult to move.consumer does not re-use.lot #: 0083446catalog #: 328509date of event: unknownsamples: available - sending mail kit."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0083446. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10 bag 500 wal had difficult plunger rod movement during use. The following was reported by the initial reporter: "it was reported that the rubber stopper is difficult to move. Verbatim: consumer reported that the rubber stopper is difficult to move.consumer does not re-use. Lot #: 0083446 catalog #: 328509 date of event: unknown samples: available - sending mail kit"